Event description:
The manufacturer's field service engineer (fse) reported the unit was giving error code message of auto-zeroing of machine and proximal pressure transducers in post failed. There was no patient involvement.